Event description:
It was reported that the patient's leadless pacemaker could not be interrogated with a merlin programmer. It was suspected to be due to an older programmer software version. No intervention was performed. There were no patient consequences.